Event description:
He manufacturer received information alleging a "service required" code occurred on a trilogy 202. There was no harm or injury reported. The trilogy 202 was returned to the manufacturer's service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device's oxygen blending board and circuit board were faulty, as indicated by the error log review. In conclusion, the device's oxygen blending module board and system circuit board were replaced to address the issue. The root cause is confirmed at this time.